Manufacturer narrative:
(B)(6).

Event description:
It was reported that the guidewire became entrapped. A 035/145 amplatz super stiff guidewire was selected for use. During an exchange of of a non-bsc nephrostomy tube, the amplatz guidewire became entrapped. Upon removal of both the nephrostomy tube and amplatz, the distal end of the amplatz had unraveled.

Manufacturer narrative:
E1 - initial reporter title: (B)(6). Device evaluated by MFR.: the device was returned with the distal end loaded in an unknown catheter. The returned guidewire was kinked at distal end. The coil was unraveled and stretched. Additionally, the solder ball was detached from core wire distal end. The devices were unloaded without issues. No more visual damages were found on the device. Under microscope inspection, it was possible to observe the inner corewire detached from the solder ball. Dimensional analysis was performed, and the outer diameters of the proximal, middle, and distal sections were all found to be within specification.

Event description:
It was reported that the guidewire became entrapped. A 035/145 amplatz super stiff guidewire was selected for use. During an exchange of a non-bsc nephrostomy tube, the amplatz guidewire became entrapped. Upon removal of both the nephrostomy tube and amplatz, the distal end of the amplatz had unraveled.